Event description:
Boston scientific received information that the patient implanted with this device had received inappropriate shock therapy due to oversensing of noise several days after a lead replacement procedure. A pacing impedance measurement greater than 2000 ohms was also reported. This device is part of the subpectoral implant 2009 product advisory, which was initial communicated on (B)(6) 2009. A revision procedure was performed and damage to the device header was reported. No further patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. An x-ray of the device header found fractures in the header wires for the proximal left ventricular (lv), right atrial (ra) ring, and negative defibrillation signal paths. Detailed analysis revealed that the header wires fractured due to fatigue. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.